Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. A device history record (DHR) review was conducted: device history lot: part number:03.010.442, synthes lot number: h343997, supplier lot number: n/a, release to warehouse date: mar 28, 2018, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, during drilling for proximal unknown screws, the drill bit was contacted nail and with an unknown issue. The surgeon successfully passed the unknown screw and after the surgery, the guide/ drill sleeve lined up. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome was unknown. This complaint involves six (6) devices. This report is for (1) 12.0/8.0mm protection sleeve with flats for suprapatellar. This is report 3 of 6 for (B)(4).